Manufacturer narrative:
The patient was sent a replacement device to resolve this issue. The original device was requested back for investigation and has yet to be returned. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that their teladoc blood pressure monitor inflated and caused a minor bruise on their arm.